Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Due to the customer changing supplies, troubleshooting to determine the source of the occlusion was unable to be performed with tandem technical support.